Event description:
One pt sample with discrepant creatinine results. Initial result gave 0.1 mg/dl. Sample repeated gave 5.7 mg/dl. Erroneous result was reported. Pt not adversely affected. The field service representative determined the cause for the discrepancy was due to a problem with the r2 probe cover, and adjusted the r2 probe cover and sample probe. Performance tests were performed.